Event description:
A malfunction related to an insulin pump was reported by a distributor in slovakia, indicating a software issue. There was no adverse impact to the customer's blood glucose level. The technical support team assisted the caller by providing information on resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact support again if any issues arise.